Event description:
Physician was attempting to use an everflex entrust self-expanding stent along with a 5 fr 45 cm sheath, trailblazer and non-medtronic 0.018" guidewire during procedure to treat a severely calcified lesion in the right proximal superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was none tortuous. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. The vessel was pre dilated with a 5mm device. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device it was reported that stent deformation occurred in vivo during positioning/deployment. The physician completed the procedure with an everflex entrust 08x150x120. Stent length is 150 mm. It is also reported that the catheter/delivery system deformed with bunching and there were removal difficulties with difficulty removing device following stent deployment. The catheter caught on the stent upon withdrawal. The defective catheter was removed with the guidewire. The lumen of the deployed stent was re-accessed and a new stent was deployed within the irregular portion of the first stent. This was post dilated 5 mm. There was no complication associated with this event. There was no patient injury. Procedure:  the patient had both groins prepped with chloraprep and was draped sterilely. Ultrasound was placed over the groin and a 21-gauge mi cropuncture needle was used to access the left common femoral artery with the needle clearly entering the artery under ultrasonography. An 0.018 wire was then advanced under fluoroscopy and using seldinger technique the needle was exchanged for the micropuncture catheter. An 0.035 wire was then advanced under fluoroscopy and the micropuncture catheter was exchanged for a 5 french sheath. A 5 french omni flush catheter was advanced over the 0.035 wire within the abdominal aorta. A non-medtronic wire was then advanced and used to select .the coiltralateral iliac vessel and the trailblazer catheter was advanced into the mid right common iliac artery. Hand injected right leg arteriogram was performed. Then advanced a stiff 035 non-medtronic wire and exchanged the trailblazer catheter for a 5 french 45 cm sheath placed in the right common femoral artery. Heparin was administered. Then advanced a 018 command wire and 1.7 mm non-medtronic laser within the proximal right superficial femoral artery and used the laser to perform atherectomy of the right superficial femoral artery with a step over step technique. Not able to cross the occlusion and there was extravasation noted at the mid sfa level. Switched the laser and non-medtronic wire out for an angled 4 french catheter and different non-medtronic wire and with this combination they were able to go subintimal and crossed into the true lumen within the popliteal artery. Then readvanced the trailblazer catheter and exchange the non-medtronic wire for the other 018 non-medtronic wire. They balloon angioplastied the superficial femoral artery with a 5 mm balloon, then used intravascular ultrasound for verification as there was an IV contrast shortage and did not want to use an excessive amount of contrast. This was also the reason why an abdominal aortogram was not performed. There was residual stenosis noted therefore stenting was performed. Deployed a 5 mm x 150 mm medtronic self-expanding stent within the right distal and mid superficial femoral artery. Unfortunately during the deployment the stent elongation it and the wire was stuck to the stent catheter which required the system to be removed losing wire access. Readvanced the non-medtronic wire with the angled catheter and selected within the stent. Over the non-medtronic wire the stent was postdilated with a 5 mm balloon as was the proximal and mid portion and another stent was deployed within the mid portion of the pre-existing stent that had elongated and appeared irregular. Then postdilated the new stent with as 5 mm balloon. Verification angiogram showed an improved result with resolution of the superficial femoral artery occlusion and preserved distal runoff. There was no extravasation noted at the superficial femoral artery level which was previously noted. The non-medtornic wire was advanced and the sheath was removed and exchanged for the 5 french short sheath. The access site was then closed with a celt device with hemostasis.  Angiographic findings post procedure: the right common iliac arteries, internal iliac arteries and external iliac arteries are patent, normal in contour and without flow-limiting disease. The right common femoral artery and profunda femoris are patent and normal in contour without flow-limiting disease. The right superficial femoral artery is patent proximally but then occludes., the popliteal artery is patent at the above-knee level and reconstitutes via collaterals from the profunda femoral artery and normal in contour without flow-limiting disease. The anterior tibial artery is occluded the tibial peroneal trunk, and posterior tibial arteries are patent, normal in contour and without flow-limiting disease. Peroneal artery is diminutive and patent only at the proximal and mid portion. The posterior tibial artery is hypertrophied and the dominant runoff vessel to the right foot.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the extravasation was a result of perforation. This was not caused by a medtronic device. No damage noted to the trailblazer used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.